Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results after replacing r2 probe during maintenance on the architect c4000 processing module. No questioned results reported out of the lab. The customer provided an example of the issue: the initial result was 6.4 mg/dl that repeated in normal range (1.6-2.6 mg/dl). The customer was unable to provide further information. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module (sn (B)(6)), performed multiple troubleshooting procedures including replacement of the tubing, peristaltic head (rohs) (7-35009685-04). Part replacement resolved the issue and issue resolution verified by successful qc run. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any similar issues related to the architect c4000 processing module, the tubing, peristaltic head (rohs), or discrepant results as described in this complaint. The architect c4000 erratic result rates were within acceptable limits with no trends identified. The device history record was reviewed and did not identify any non-conformances or deviations for the tubing, peristaltic head (rohs) or the architect c4000 processing module. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no system issue or product deficiency was identified for architect c4000 processing module, serial number (B)(6).